Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. It was also reported that a supply bag lines are blocked message appeared during dwell 5 of 5. The patient contact stated the fluid was leaking from the green-clamped line which connects to the patient¿s last bag, an icodextrin baxter solution bag. Additional information was obtained via follow-up with the patient¿s pd nurse. The pd nurse confirmed the patient¿s treatment calls for a last fill, and a fresenius apd luer lock connector is used to connect the liberty cycler set to the baxter solution bag. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was reported the patient continued using the same cycler after the event. The apd luer lock connector was not available to be returned for evaluation as it was reportedly discarded.